Event description:
It was reported that the device was used during a lobectomy. When the device was fired there no staples present. Another device was opened to completed the case. There was no consequence to the pt.